Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was feeling dizzy at work and ate a piece of candy. He then passed out. The patient¿s coworker noticed that the patient¿s sensor stated ¿sensor failed¿ once he checked the patient¿s cgm device after he passed out. The patient nor the coworker were aware of when the wearable failure initially occurred. No bg meter reading was taken during this time. The patient¿s coworker called the patient¿s wife, who took the patient to the emergency room (ER). The patient could not recall what medication or treatment he received (but he knows there was an IV in his arm) nor was it mentioned when the patient regained consciousness during this event. Once able, the patient changed his sensor and was discharged home later the same day. The patient was ¿still recovering¿ at the time of report. Performance data was reviewed. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional event or patient information is available.